Event description:
It was reported that the item was dull which caused the item to not cut properly. The event timing was before surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : review of the most recent repair record determined the device passed the test mesh during device evaluation; the bottom roller and cutter were dull and the device was out of calibration. The cutter and roller were replaced and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends